Event description:
It was reported by the patient that there is an "error that comes up on one of your leads" and "something about the frequency being too high.". The patient further reported that at times the device feels like a "hard drive running" and it sometimes "skips a beat"and the patients "heart just stops". The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant continued: 5554 implantable pacing lead (B)(6) 2004.